Event description:
This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a female patient of unknown origin. The medical history of the patient included cholinergic allergy. Concomitant medication included hixizine for allergic crisis; atorvastatin calcium for cholesterol; omeprazole and domperidone maleate for an unspecified indication for use; and an unspecified medication for triglycerides control. The patient received insulin lispro (humalog lispro), around 2 iu or 3 iu/day, subcutaneously, for the treatment of diabetes type I, beginning in 1999. Approximately ten years after the beginning of the insulin lispro treatment via humapen unknown pen body type with an unknown cartridge holder attached (unk lot), the patient experienced lack of efficacy. According to the reporter, this lack of efficacy was due to a malfunction of the humapen. The patient received extra doses of unspecified insulin as corrective treatment but it was unknown if she recovered. On an unk date, following this episode of lack of efficacy, the patient experienced urinary infection, uncontrolled diabetes, potassium loss and ketoacidosis which were all described as a diabetic imbalance by the reporter. She was hospitalized in intensive care unit due to urinary infection, ketoacidosis, uncontrolled diabetes and potassium loss (an unk date). During the hospitalization, as a corrective treatment, she received unspecified insulin using an insulin infusion pump and also received potassium replacement via an intravenous fluid. The patient underwent urine culture, unspecified urine tests and an unspecified exam to evaluate the creatinine levels, but the results were not provided. On an unreported date, the patient recovered from the urinary infection, potassium loss and her blood glucose level was controlled between 120 and 140 (units not provided). On an unk date, she underwent unspecified exams which were reported to be with normal results. It was not reported if the patient was discharged from hospital and how long she remained hospitalized. The insulin lispro treatment was continued. It was unk who operated the device and if this person was trained to use it. It was not provided how long the patient used this device model and the reported device. If the device is returned, evaluation will be performed to verify if a malfunction has occurred. It was unk if the humapen ergo unk pen body type with an unk cartridge holder attached was continued or if it was switched by another device or syringe.

Manufacturer narrative:
Note: if device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.